Event description:
It was reported that during a gastric sleeve procedure on the fifth firing when the surgeon observed the staple line it had a partial fire and the staples were malformed on the distal side of the cartridge of the patient's side. They removed the loose staples with a grasper and used another reload to fire across the stomach and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Cartridge, one piece sled. Additional information was requested and the following was obtained: on what tissue type was the device used?stomach at what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Gold. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one was returned with the cartridge deck damaged and the pan partially detached; in addition, the one piece sled was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled and all staples are present prior to shipment. Event could not be confirmed as no instrument was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.